Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ signal¿ blood collection needle integrated holder there was an issue with insufficient flow/leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ signal¿ blood collection needle integrated holder there was an issue with insufficient flow/leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of excess blood within the flash chamber through a CAPA and potential causes have been identified. As a result, corrective actions have been established and implemented. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted relating to the issue of excess blood within the flash chamber through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures have been implemented to mitigate further occurrences. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to the issue of excess blood within the flash chamber through a CAPA. The CAPA has identified the most likely root causes and corrective actions have been implemented. As there was no sample or photo available for evaluation, a root cause of the leakage could not be determined. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with the issue of excess blood within the flash chamber. The investigation has identified potential root cause(s) for this issue and corrective actions have been implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.